Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a previous procedure wherein the system was explanted, the lead was cut and a portion of the lead remained implanted. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the remaining portion of the lead was explanted.